Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 655 mg/dl and a moderate ketone level. The cause of elevated bg was unknown. In an attempt to treat bg, the customer delivered a correction bolus. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. At the time of call with customer technical support the reported issue was resolved, however, the customer had not yet been released from the hospital. System check with tandem technical support confirmed the pump was functioning as intended.